Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 90 mg/dl. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.